Event description:
Additional information was received which indicated this rv lead was fractured in the clavicular region. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing which resulted in pacing inhibition. The patient experienced lightheadedness and greater than 2 seconds of asystole. Loss of capture (loc) and low out of range pacing impedances measuring less than 200 ohms were also observed. It was noted the rv lead was fractured. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.